Event description:
Customer reported an abo discrepancy with the reflexfwd assay on a neonatal sample ran on the galileo.

Manufacturer narrative:
The instrument images were reviewed; the unexpected negative reactions were verified. Confirmed with the customer there have not been other abo discrepancies. The customer was not able to reproduce the original testing results. Could not rule out the sample as a cause of the event. The galileo operator manual states that forward only abo-rh testing has a higher risk of mistype do to the abscence of the reverse type results. For this reason abo-rh results should always be compared to the patient or donor's history.